Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted, and no damages or abnormalities were identified. The sample was primed and immediately a leak was identified at the inlet vent of the filter component. The customer complaint of leakage was verified. Root cause analysis to be conducted by filter manufacturer. After the investigation, it was determined that a build-up of debris, likely melted native filter housing and/or vent material on the vent seal tool was the most likely cause of the vent leak defect. Although a machine vent vision process helps ensure all vents are present, whole, and generally intact, the size, appearance, and location of the vent defect as reported in this instance can make them difficult to detect via the vent vision system. Unfortunately, these processes were not effective in identifying the vent seal defect and subsequent leak in this instance. Considering the volume of parts manufactured, this instance is still considered isolated in nature and additional improvement actions are not sought currently. A device history record review for model 2432-0007 lot number 24105180 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that filter leaking on tpn line. Line was changed, and filter was leaking again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.